Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient presented with a painful and unstable shoulder. According to the patient this instability has occurred since original surgery. In the or the doctor noticed the implants were not at a traditional 30 degrees of retroversion, but slightly anteverted. Doi: (B)(6) 2010; dor: (B)(6) 2018; right shoulder.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.